Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2, -13.0/2.5/079 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Weight: unknown, ethnicity:unknown race:unknown. Claim# (B)(4).